Event description:
It was reported there was an impedance rise, greater than 200 ohms. The lead was replaced and "suffered extensive explant damage." No patient complications were reported as a result of this event. Additional information received reported the lead had an apparent fracture.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): defib conductor fractured. Full lead in segments returned and analyzed.

Event description:
It was reported there was an impedance rise, greater than 200 ohms. The lead was replaced and "suffered extensive explant damage." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.